Event description:
It was reported that during the intra-aortic balloon (iab) procedure the surgeon was unable to maintain an adequate vacuum. The iab was replaced and the procedure continued successfully. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4); record ID (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing, pressure tubing and syringe were also returned. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The condition of the iab as received indicated an occlusion in the inner lumen. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during the intra-aortic balloon (iab) procedure the surgeon was unable to maintain an adequate vacuum. The iab was replaced and the procedure continued successfully. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during the intra-aortic balloon (iab) procedure the surgeon was unable to maintain an adequate vacuum. The iab was replaced and the procedure continued successfully. There was no reported injury to the patient.